Event description:
It was reported that the hotline was called post arrest, post mortem. Pt in operating room for lead extraction. Arrested on table, internal cardiac massage. Pt expired prior to hotline call. Rn called to review triggers during internal cardiac massage. Rn was requested to bring an intra-aortic balloon pump (iabp) to the operating room due to pt's arrest on the table. When the rn arrived in the operating room, the chest had been opened and the surgeon was performing internal cardiac massage. The intra-aortic balloon (iab) catheter was placed. The rn did not have a EKG cable in the operating room to connect to iabp, but when the atrial pressure (ap) cable connected, pump selected transducer for ap signal and waveform was flatlined, indicating no forward flow/no stroke volume from the cardiac massage. When the rn attempted to initiate pumping, the pump would not pump as there was no trigger present. The rn was calling the clinical support specialist (css) to verify if there was anything else that could have been done to get iabp to pump. The css explained that the rn could have gone to operator mode and initiate internal trigger. The rn verbalized understanding of this and has no further questions.

Manufacturer narrative:
(B) (4). Device will not be returned for eval.